Event description:
Bed drifting from the up position.

Manufacturer narrative:
This is a mechanical drift. Technician cleaned hi/low brake assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.